Manufacturer narrative:
A2: age at time of event: 72 years old at the time of enrollment. E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported via a clinical study that a flow-limiting dissection occurred, requiring intervention. The subject underwent treatment with ranger drug-coated balloon on (B)(6) 2025 as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery and right mid superficial femoral artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 20 mm lesion length with 95 % stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 5 mm x 150 mm and 5 mm x 80 mm ranger drug coated balloons, study device. Following procedure, 5 mm x 150 mm pulsar stent was placed, and the final residual stenosis was noted to be 0 %. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted due to 5 mm x 150 mm ranger drug coated balloon (edc safety query confirmation/other product issue). Of note, site has been queried to confirm per pi opinion if dissection meets the reportable criteria of adverse device effect (ade) or sade per protocol (response awaiting).and it has been confirmed that it does not meet the reportability criteria (edc safety query confirmation). On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from hospital on clopidogrel.

Manufacturer narrative:
E1: initial reporter email: updated. A2 - age at time of event: 72 years old at the time of enrollment. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported via a clinical study that a flow-limiting dissection occurred, requiring intervention. The subject underwent treatment with ranger drug-coated balloons on (B)(6) 2025 as a part of a clinical trial. The target lesion #001 was in the right proximal superficial femoral artery and right mid superficial femoral artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with 20 mm lesion length with 95 % stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 5 mm x 150 mm and 5 mm x 80 mm ranger drug coated balloons, study device. Following procedure, 5 mm x 150 mm pulsar stent was placed, and the final residual stenosis was noted to be 0 %. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted due to 5 mm x 150 mm ranger drug coated balloon (edc safety query confirmation/other product issue). Of note, site has been queried to confirm per pi opinion if dissection meets the reportable criteria of adverse device effect (ade) or sade per protocol (response awaiting).and it has been confirmed that it does not meet the reportability criteria (edc safety query confirmation). On the same day, the complication of dissection was considered to be resolved, and the subject was discharged from hospital on clopidogrel.